Event description:
The customer reported that the device was missing segments. No patient harm was reported.

Manufacturer narrative:
Covidien service center verified missing segments. The problem was isolated to the universal interface (ui) printed circuit board (pcb). The ut pcb was replaced. The unit passed testing. (B)(4).